Event description:
It was reported that a patient presented in the clinic with pocket erosion and infection. The whole system including the pulse generator and leads was explanted. There was no allegation that the device or device related procedure caused the infection. Patient was in stable condition during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.